Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were reinstalled and recalibrated to resolve the issue. Block a: no patient information available to date after calls to end user 02/20/26 and 02/24/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. The patient was switched to manual ventilation, unit rebooted and case resumed on the unit. There was no patient injury.